Event description:
Defective bone. Bone was implanted for acd. It broke into pieces when implanted. (#1) bone was removed & implanted with rti bone. #2 was not used due to small perimeter. Defective also.